Manufacturer narrative:
Na.

Event description:
A device registration form was received stating that this lead was capped due to capture issues. No additional info was provided. This is the same event as MDR # 2183787-2014-00056.